Event description:
The report stated that when the device was opened the nurse noticed that the seal plates on the jaw were not properly placed. The incident device was returned, and upon evaluation on 8/28/2008, a visual inspection revealed that the knife was protruding from the jaws of the device.

Manufacturer narrative:
The knife protruding from the jaws of the device was inspected, and it was found that the webbing and the knife was bent. Engineering evaluations have been able to duplicate this failure mode by clamping on large, rigid tissue. The instructions for use for this device warn against overfilling the jaws of the instrument because it may compromise the cutting function. The IFU also states, to confirm the jaws have reached the closed position (tips of the jaws no more than 2 mm apart) before activating the cutter. Otherwise, the cutter may not securely stay within the guiding track of the jaws. Covidien lp has recently implemented a new jaw/blade assembly design to increase the blade retention within the jaws of the hand piece. This makes the design more robust to variations in user technique. The returned device was manufactured before these changes were implemented.